Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. The hcp reported that the device was ¿non-operational.¿ the hcp reported that they weren't sure what that meant. No further complications were reported.